Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the protégé rx and mo.ma ultra to treat the common carotid artery as per IFU with no issues noted. Mo.ma was prepped per IFU with no issues noted. The protégé device was prepped per IFU with no issues identified. The lesion was moderately calcified with little tortuosity, no abnormalities were reported in relation to the patient anatomy. The lesion was pre-dilated no resistance or excessive force used, the device did not pass through a previously deployed stent. It was reported that the protégé rx stent deployed with no alleged product problem. It was reported that after the protégé stent was deployed that the physician did a contrast run, it was observed by image that air appeared to have been introduced into the system, the mo.ma and protégé rx were engaged into the access site at the time. The physician felt the air may have been introduced via the mo.ma or while the protégé stent was being inserted. It was reported the patient had a small turn at the end of the procedure and was slow to respond for approx. 1 minute. After this the patient appeared to be fine.